Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1257506) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer's daughter reported customer received a reading of 179 mg/dl on his adc blood glucose meter which was higher when compared to a reading of 36 mg/dl received on an emt's unknown brand of meter. Caller further reported that on (B)(6) 2012 at 6:00 pm while customer was on his way to church, he began to feel unwell so he returned home. It was further reported customer experienced "sweating, felt nauseous, eyes were bulging out of (his) head, was red and mumbling". It was also noted his arms and legs were twitching in violent contortions and it took seven people to hold him down. Paramedics were called, received the reading of 36 mg/dl, injected customer with glucose and transported him to a local healthcare facility. Customer's daughter did not know what customer was diagnosed with or what additional treatments may have been rendered at the hospital. It is unknown how much time had elapsed between the two readings, but the caller indicated the comparison readings were not obtained within 10 minutes of each other. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory.